Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding tube. The customer reports that the button was installed on (B)(6) 2014. On (B)(6) the button was found in the bed. The button was black as if it had been installed for 7 or 8 months. The child had a skin rash around the hole and needed to be treated with antibiotics because he had a bacterial infection. The mother verified the volume of the water in the button and it had 3 ml.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results have been forwarded.